Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the issue, a review of the pump black box data did reveal evidence of a time and date reset. During testing, the time and date reset to factory settings. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.